Manufacturer narrative:
Device not explanted (tavi performed).

Event description:
It was reported that a crown pericardial aortic heart valve was implanted on (B)(6) 2014. A tavi was performed on (B)(6) 2018 due to structural valve deterioration. No other information was provided.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model#: cna23, s/n#: (B)(4) , as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. Based on the document review performed, no manufacturing deficits were identified. The patient's medications are indicative of hypertension and hyperlipidemia, and possible kidney dysfunction, which can contribute to structural valve deterioration. As such, it is possible that the patient's clinical conditions and risk factors contributed to the reported event. However, as the device was not explanted, no device investigation can be conducted and the root cause of the event ultimately cannot be determined. Updated fields: event, other relevant history.

Event description:
A crown cna23 was implanted on (B)(6) 2014. Four years later, a corevalve evolut r pro was implanted via tavi due to svd. Prior to the tavi on (B)(6) 2018), the patient's mean gradient was 60 mmhg. The patient also had dyspnea and angina pectoris disease, and was classified as ccs iii (for angina pectoris) and nyha iii, after having stented the rca in march 2018. Pre-tavi echocardiography on (B)(6) 2018 revealed moderately sclerosed aortic valve pockets with severely restricted opening, grade iii aortic valve stenosis, and slight aortic insufficiency. The mitral ring was also calcified, with slightly sclerosed leaflets, no stenosis, and moderate mitral insufficiency. The tricuspid and pulmonary valves, as well as the aorta, were unremarkable. Post-operatively, the mean gradient was 36 mmhg.